Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported clog/foreign material in the air/water nozzle appeared to be a white plastic material and did not originate from the olympus device, but otherwise could not be identified. The root cause of the issue could not be determined, as no devise damage was observed that could result in the retention of foreign material and no customer reprocessing information was reported or is available. The event can be detected/prevented by following the instructions for use section below: ¿instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. ¿instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was an unidentified blockage protruding from the outlet pipe, the blockage appeared to be a white plastic like material. In addition to evaluation in, light cover glasses were chipped. The light cover glasses adhesive was worn. The optical cover glass was chipped. The optical cover glass adhesive was worn. The distal end adhesive was worn. The play of the up/down angulation control knob was loose. Water flow did not meet specification. The water removal did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope was not able to flush because of a blockage. The event occurred during maintenance. There was no medical intervention required or patient harm. During incoming inspection, it was determined foreign debris was found protruding from the air/water nozzle due to incorrect reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.